Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low"; although specific value was not provided. Reportedly the pump's bg value was not populating on the bolus screen. Customer consumed glucose tablets to address bg. No additional patient or event information was available.